Event description:
Reporter noted no phaco power; tried to replace tip, but it wouldn't release. Switched handpieces and still couldn't get power. Converted to extra-capsular cataract extract and implanted iol. Stated there was no patient injury.